Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 2 used easypump ii lt 100-50-s without packaging. Sample 1: the sample was empty. Sample 2: the sample was half filled. The provided samples were taken to a visual inspection. At both samples the clamp clip is missing and at the both samples the patient connector was not closed (the original wing cap was not handed over by the customer). After opening the top cap and removing of the closing cone we detected solution and crystallized drug residues at the filling port (lli-cone) at the patient connector (lla-cone) of the 2 samples. In addition the samples were filled up to the nominal value (100 ml) and were taken to a functional test respectively leak test. Sample 1: after starting the pump and waiting for 60 minutes the pump is working (solution was running). After these 60 minutes leakages were not detected. Sample 2: after starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected. One inspected sample is not within our specifications. Device history records:- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (B)(4). No diffusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.